Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery was performed on (B)(6) 2017 to fix th9-s2. After the primary surgery on unknown date, the surgeon recognized that the reported left side rod (p/n: 196789480, and the presumptive lot number is gm46540 or gm46537) was broken at l5-s1 in between transvers connector (p/n: 04.633.347s, lot#: l309927) and s1. On (B)(6) 2019, the revision surgery was performed general anesthesia with below procedure. The rod was cut between l3 and l4 and the rod between l4 and s2 was removed. Removed the expedium sai (p/n and lot number were unknown) screw already implanted in s2 and implanted a new expedium sai screw (p/n and lot number were unknown). Fixed l5-s2 with a new cocr rod (p/n and lot number were unknown). L4 screw was removed. Implanted stryker¿ xia offset angle connector (p/n and lot number were unknown) between l2 - l3 and l5 - s1. Performed pso (osteotomy) on l4. The both left and right stryker¿s xia offset angle connectors were connected to each other in the superior side. Matrix transverse connector (p/n and lot number were unknown) was implanted between the rods at l4. The patient¿s in now hospitalized as of (B)(6) 2019. No further information was provided by the hospital. This event is reported in the 2 pcs ((B)(4)) since the products involved this event were manufactured at different opco.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: ((B)(4). Visual examination of the returned device found the rod was broken lengthwise in two pieces. A fracture analysis was conducted on the returned device. The fracture analysis reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer a definitive root cause of the rod breaking postoperatively could not be positively determined. However, the optical image of the fracture surface reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.